Manufacturer narrative:
(B)(4).

Event description:
There were three endeavor rapid exchange (rx) drug eluting stents implanted during the index procedure; two in the lad and one in the rca. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that an mi occurred on the same day as stent implant. Mi was categorized as a q wave mi, in the territory of the target vessel. No further details are available. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up's. (Ref MFR # 9612164-2012-00033, 9612164-2012-00035).